Manufacturer narrative:
Upon inspection it appears that both file fractures about 4mm from the tip. The end of the files broken edge looks like it has been overly twisted during the instrumentation process. The flutes are very deformed from the twisting and it appears improper technique was used to instrument the tooth. The clinician was using a twisting rather than a filing motion and this can often cause file fracture. Refile due to data loading issues.

Event description:
Doctor reported the #15 file and #20 file both broke when he was instrumenting the canal. Both broke in the apical third of the tooth. He did not feel the canal was calcified or the curve was severe. The patient is being sent to the endodontists to retrieve the files.